Event description:
A doctor alleged that 'many' debonds occurred approximately 3-6 months after core buildups were completed using the bond-it material. The doctor could recall patient and incident details with regard to three (3) patients. This is the second of three (3) reports.

Manufacturer narrative:
The patient had a tooth number eight (8) post, core and crown unit debond as one whole piece. The doctor re-cemented the post, core, and crown unit; to date, the patient is doing fine. The product involved in the alleged incident was not returned and the lot number provided was incorrect; therefore, no evaluations can be conducted.